Event description:
On 2/9/92, a respiratory care technician reported that the puritan bennett failed to deliver breaths when switched from "simv" to "cmv" mode. Unit went into "apnea alarm mode> unit would not return to simv mode. Ventilator was unchanged. The respiratory care supervisory on duty tested the ventilator and found dit to be completely functional in all modes. Clinical engineering conducted performance evaluation tests on 2/9/92 and 2/10/92. The ventilator was found to be within all manufacturer's specifications. No relevant alarm codes were stored in memory. The ventilator was returned to service.conclusion: the apnea alarm codes were stored in memory.the ventilator was returned to service. The apnea alrm may not have been reset, thus preventing the ventilator from being switched to any other mode. Normal operating procedure would be to reset the apnea alarm prior to switching modesdevice not labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-92. Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, performance tests performed. Results of evaluation: incorrect technique/procedure. Conclusion: no failure detected and product within specification, user error caused event. Certainty of device as cause of or contributor to event: no. Corrective actions: user education provided. Invalid data - on device destroyed/disposed of status.